Manufacturer narrative:
(B)(4). The clip delivery system was returned for evaluation and the reported sleeve steering issue was not confirmed via returned device analysis, as functional testing confirmed that the steerable sleeve functioned as intended. The investigation was unable to determine a definitive cause for the reported sleeve steering issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atypical clip movement, which has the potential to damage the atrial wall, chordae, or left atrial appendage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. When the m-knob was applied, the clip did not move in the usual direction to the mitral valve. The clip was moving to the top of the atrium, in the opposite direction. The cds was removed from the patient. During removal, the blue alignment marker was confirmed to be aligned. A new cds was used to continue the procedure. With two clips implanted, mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.